Event description:
Caller reported a data error alert labeled as alert 4, which occurred prior to the pump's ship date. There was no adverse impact to the customer's blood glucose level. After consultation with technical support, the caller was informed that history logs are routinely cleared before shipping as part of the manufacturing process, and it was confirmed that the pump was operating correctly. The caller acknowledged and understood this explanation.